Event description:
It was reported that patient has a complaint about glare and halos. There was no issue regarding visual acuity (va) (1.0 for distance), but daily activity is affected especially at night time. The surgeon determined that the patient was unable to adapt to diffractive iol. An explant was performed, and a monofocal lens was used as the replacement lens. No incision enlargement, vitrectomy, or sutures were required. The patient was reported to be temporarily impaired. Vision pre-operative: far: 0.6 near: (decimal), vision post-operative: far: 1.0 near, no further information was provided.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Date of event: unknown, not provided, but the best estimate date is between 12/28/2021-9/21/2022. Initial reporter telephone number: (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.